Event description:
The gdc 10-2d 2-diameter synerg detection circuit was examined before procedure and looked good. The avm/avf was accessed with a rebar-10 2-tip marker and an x-pedion 10. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem. New cables were used. When the power supply was turned on, the voltage went up very quickly to 11 v and had no alarm. The physician checked the wire and it was detached. The pusher wire was saved for examination. The patient was reported to be in good condition.